Manufacturer narrative:
Additional information: device evaluation: lens was returned dry in a micro-centrifuge vial with clear surgical residue on the product. Visual inspection found haptic torn and residue on lens. Lens was returned in two pieces. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -10.00 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced within the same surgery due to a lens tear/break during injection/delivery into the eye. There was patient contact with the device but no patient injury. Cause of event was unknown.